Event description:
This patient was seen by an audiologist for programming/mapping of a freedom speech processor (cochlear america) connected to a nucleus-22 cochlear implant. The husband is now alleging that an injury occurred during the mapping process. No such injury was apparent at the time of the occurrence. The husband filed a voluntary medwatch form on (B)(6) 2012 and the access number is: (B)(4).